Event description:
It was reported that the patient presented remotely via merlin.net with recorded episodes of non-sustained right ventricular over-sensing. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed, the physician elected to continue monitoring the patient. There were no patient consequences.